Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that the screen of their liberty select cycler went blank during the ¿treatment complete¿ step. The patient rebooted the cycler, pressed the ok and stop keys, and touched the touch screen; however, the blank screen issue persisted. The ok and stop keys lit up and made sounds when pressed, but the screen remained blank. The ts representative advised the patient to discontinue use of the cycler and issued them a replacement. The patient was advised to notify their pd registered nurse (pdrn) of the replacement. The patient stated they had continuous ambulatory peritoneal dialysis (capd)/manual supplies and confirmed they were trained on performing manual pd therapy. The patient said they would use capd supplies to complete their pd therapy in the absence of a working cycler. Upon follow up, it was revealed the patient was not able to complete treatment on the day of the reported event. The patient completed manual pd therapy the following day. It was confirmed the patient did not experience any adverse effects or require medical intervention as a result of the reported event. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of particulates within the cassette area. There were visual indications of dried fluid within the cassette compartment on the pump, but there were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2240 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. An internal visual inspection of the returned cycler identified evidence of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.